Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and the pump wake button intermittently was "stuck". Customer pressed the wake button harder in order for it to respond. There was no reported impact to the customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.